Event description:
Profound and permanent neurological injuries [nervous system disorder]; neuropathy [neuropathy peripheral]; severe and permanent physical injuries [injury]; excess zinc [blood zinc increased]; copper depletion [blood copper decreased]. Case description: an attorney reported that their client, an elderly male age (B)(6), used fixodent denture adhesive, version unknown cream and super poligrip cream as his products of choice for his dentures and reported the following: profound and permanent neurological injuries, diagnosed with neuropathy in 2009, diagnosed with excess zinc and resulting copper depletion in the past year, severe and permanent physical injuries that have left him unable to perform his normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.